Event description:
It was reported following deployment of an angio-seal device, the pt lost pulses. The pt underwent surgery; a total occlusion of the artery was noted. The angio-seal device was removed; the anchor of the device was in the shape of a "v". The pt was reportedly recovering.